Manufacturer narrative:
Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure for this pacemaker dependent patient, pacing spikes were observed without corresponding capture for an unspecified duration. Boston scientific technical services (ts) discussed that this was likely the result of this cardiac resynchronization therapy defibrillator (crt-d) defib detect circuit. It was reported that upon completion of the ablation procedure, appropriate pacing and capture was observed. No adverse patient effects were reported.